Manufacturer narrative:
Patient specifics are not available. Lot and expiration date is unknown. Manufacturer date is unknown. Device has not been returned; therefore, 3m is unable to verify the leak, identify exact location and root cause without the sample. 3m will continue to monitor.

Event description:
A hospital alleged the inlet line came out of the second ringer's lactate bag after use of 3m¿ ranger¿ high flow warming set (model 24355). No patient or staff injury was alleged. No medical interventions were required.